Manufacturer narrative:
A return material authorization (RMA) was issued for the synchroseal instrument, but it has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. The field service engineer (fse) followed up regarding the e-100 generator and the site confirmed no functionality issues with use during multiple procedures. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the synchroseal instrument was being used on the uterine vessels and did not fully seal. The instrument then emitted a spark. When the surgeon attempted to address the bleeding, the e-100 generator completely shut off. The site then performed a hard reset of the generator. The generator did come back on, but the surgeon chose to remove the synchroseal instrument from use. Minimal bleeding occurred during this time. No repair was needed. No collisions with other instruments were reported. No photos or videos are available for review. The procedure was completed robotically.